Event description:
Incident as reported: lap appy - "dr (B)(6) placed clip applier inside pt and when firing the clip applier multiple clips spit out inside the pt. Clips removed from pt and clip applier removed from field and new box opened." Medwatch reported: lap appendectomy pt: surgeon was using ca090 laparoscopic clip applier that had not been spalled together. The surgeon had to pick out and remove loose clips from the abdomen. Then surgeon finished using another clip applier (sam MFR and model number). Incident is reported due to potential for pt harm. There was no adverse pt event. No injury.

Manufacturer narrative:
Investigation summary: one unit was returned for evaluation. Upon inspection engineering found that the jaw tip gap was acceptable; the jaws were parallel and within design specifications. The remaining clips were fired off one at a time and found to conform to all design specifications. A review of the mfg records for this lot reveals the lot passed all mfg and quality inspections. The exact cause of this failure is not known as the unit functioned properly and met all design specifications. This document represents our final report.